Manufacturer narrative:
(B)(4). (Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.

Event description:
The pt was scanned in head first position with the synergy body coil positioned on the pelvis/hip area. After the exam redness of the skin was seen on the inner thighs. Eleven days after the exam, the pt informed the hosp about the burn. At that time, a crust had formed on the blisters. The pt had noticed the blisters one day after the exam.